Event description:
It was reported by the healthcare provider that the remote transmission showed a power-on-reset (por) parameters, the device battery voltage reverted the elective replacement indicator (eri) measurement from 2.81 volts to 2.59 volts, and the device was at vvi 65. The device was reprogrammed and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).